Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an impedance out of range warning and has high thresholds. The lead remains in use. It was further reported that the right atrial (ra) lead has far-field r-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.